Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without packaging. The sample was subjected to a visual inspection which includes a check for component defects, assembly failure, and overall conformity to product specification, as well as leakage test where air and liquid pressure are used to check for leaks or assembly failures. During testing a needle-like hole deformation was identified on the septum of the blue valve of the venous line. Additionally several similar traces were observed near the main hole. This failure could be associated with user handling due to possible needle usage. The product department was informed of this defect. Product surveillance will continue to monitor complaints for this type of event. The data has been statistically recorded and the market will be carefully observed regarding reoccurrence of the reported issue. A batch record review was performed on the possible batches where this sample originated. It was confirmed that there were no non-conformances observed during the production of those lots. The reported issue has been confirmed.

Event description:
It was reported that a multipro secukit with needlefree secucast sample port leaked after a sample was taken during a patient's continuous veno-venous hemofiltration (cvvh) treatment. There is a possibility that a needle was used as the hospital has both kits (needlefree and normal) in use. Treatment was stopped. The nurse did not reinfuse the patient. The patient¿s estimated blood loss (ebl) was not provided. There was no reported harm to the patient. Additional information was requested however a response was not received.

Event description:
It was reported that a multipro secukit with needlefree secucast sample port leaked after a sample was taken during a patient's continuous veno-venous hemofiltration (cvvh) treatment. There is a possibility that a needle was used as the hospital has both kits (needlefree and normal) in use. Treatment was stopped. The nurse did not reinfuse the patient. The patient¿s estimated blood loss (ebl) was not provided. There was no reported harm to the patient. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.